Event description:
The reporter indicated that a 13.2mm vicmo13.2; -14.5 diopter implantable collamer lens tore during injection/delivery into the patient's right eye (od) on (B)(6) 2022. The lens was implanted and intraoperatively removed. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation: (B)(4): lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
B5 - the problem is now resolved. Patient does not want any future treatment.